Manufacturer narrative:
H6: medical device problem code 2017- use after damage. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was attempted to be used after damage was observed. The electronic perclose proglide instructions for use (eifu), states: do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. In this case, it doesn¿t appear that the IFU deviation contributed to the reported difficulties. Sterile devices from the same lot were returned. Visual inspection and functional testing were successfully performed with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in is filed under a separate medwatch report number. Na.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional peripheral angiogram procedure. Reportedly, after unpacking the device, the blue suture was found loose on the device. The proglide was successfully flushed and inserted into the anatomy with no blood return. The proglide was removed and re-flushed successfully; however, no blood return was noted again after reinsertion. The proglide was not deployed. On removal the blue suture was more visible (two loops) sticking out of the guide. Another proglide device was removed from the packaging and the blue suture was noted to be wrapped around the device. After successful flushing of the device and insertion, there was no blood flow from the marker lumen. The proglide was removed without issue. The footplate of both proglide devices were not manipulated during preparation. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.